Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the cassette and the solution bag at the end of the pd treatment. The patient stated the solution bag on top of the heater was wet at the connection point. The cause of the leak was unknown. The patient stated the connection was secure, and there was no damage or other issues noted with the cassette. The patient stated they had completed treatment prior to noticing the leak. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The actual sample was visually inspected and was found acceptable, no damages were observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. After the treatment was completed, the cassette was removed from the cycler and no moisture were found. The test was completed successfully. During the evaluation of the sample the alleged failure was not confirmed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.